Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads.

Event description:
The customer reported via phone call that the battery compartment was damaged. The customer¿s blood glucose level was 304 mg/dl at the time of incident. The insulin pump will be returned for analysis.